Manufacturer narrative:
E1: initial reporter city: (B)(6) prefecture

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt upper arm artery. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt upper arm artery. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification (#(B)(4)). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.